Manufacturer narrative:
Examination of returned device found no evidence of product non-conformances. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "post-operative bone fracture"

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "post-operative bone fracture"

Event description:
Patient reported to have undergone right partial knee arthroplasty on (B)(6) 2012 and the subsequent onset of pain. Patient additionally reported that radiographs revealed a fracture and the need for revision surgery. Further information obtained confirmed that a revision procedure was performed on (B)(6) 2013 due to fracture of the patient's tibial plateau. All components were removed and replaced with a competitor's total knee.